Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they found that the reservoir was leaking. The customer's blood glucose was around 80 mg/dl at the time of incident. The customer stated that the blood glucose went up to 489 mg/dl. The customer also reported that they experienced low blood glucose of 45 mg/dl. The customer's blood glucose was 118 mg/dl at the time of call. The customer stated that they treated the low blood glucose with orange juice. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.